Event description:
IV solution with heparin added hung at 1330. At 1345 nurse noted solution infusing too quickly, pt received 400cc with 42cc/hr setting on pump. Pump shut off, pt monitored closely, no harm.